Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. The labeling instructs the patient not to reuse supplies, and the supplies are labeled for single-use. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter's service center regarding empty bags which occurred on the homechoice (hc) during fill, and during troubleshooting it was discovered that the home patient (hp) had reused her supplies. When the hp called, she only had solution in the final bag. The baxter technical services representative (tsr) bypassed the hc to dwell 3 of 5. The hp then stated that she had started therapy that night with a used set up. The tsr reviewed the alarm log and found a check lines and bags alarm. The tsr then ended therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.